Event description:
It was reported that the external pulse generator generated an error message "self test failure." It was returned for service. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). Analysis confirmed the reported event. Main pcb (printed circuit board is contaminated. Lcd (liquid crystal display), heart lead flex, battery flex, encoder flex, battery drawer, two board connector cables, battery release, two pcb screws, lead flex cover, ring cover, lower case, and upper case are contaminated. The ring is bent.